Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge css has advised that the customer' technician is aware of the issue and will contact getinge with any issue or service needs. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that during a scheduled battery review in the customer's clinical engineering department, a getinge clinical support specialist (css) observed a cs300 intra-aortic balloon pump (iabp) with a flickering screen which then whited out. The css noted that the iabp unit was in the department for a scheduled preventative maintenance (pm) service to be performed by the customer. There was no patient involved and no adverse event reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer advised they had no further information pertaining to this event in question. A supplemental report will be submitted if additional information is provided in the future.

Event description:
It was reported that during a scheduled battery review in the customer's clinical engineering department, a getinge clinical support specialist (css) observed a cs300 intra-aortic balloon pump (iabp) with a flickering screen which then whited out. The css noted that the iabp unit was in the department for a scheduled preventative maintenance (pm) service to be performed by the customer. There was no patient involved and no adverse event reported.